Event description:
CT scan showed fluid pockets along abdominal wall [localised intra-abdominal fluid collection]. "Compacted" rectum [anorectal disorder]. Topical rashes [rash]. Case description: spontaneous report was received on (B)(6) 2011, from a genzyme rep on behalf of a healthcare professional regarding a female pt, initials unk, who experienced a compacted rectum, fluid in the abdomen and topical rashes after placement of seprafilm. The pt's medical history is significant for six or more previous abdominal surgeries (dates not provided), a history of "longer healing times" and allergic reactions (unspecified). The hcp also reported that the pt has two spleens that are located at the right side. In (B)(6) 2011, the pt underwent abdominal surgery for a colon resection with an end-to-end anastomosis. Nine days after the surgery, the pt had a CT scan, which showed fluid in the abdomen and "free air" (date not provided). The fluid was drained and was yellowish in color, but negative for bacteria (date not provided). The pt's wbc was no elevated and she had no fever. Nine to ten days following that surgery, the pt had a second abdominal surgery to determine if there was an anastomotic leak, during which a temporary ileostomy was placed and seprafilm was also used (date not provided). An anastomotic leak was not found. The pt has been evaluated by an allergist, who stated that the pt appeared to be having some allergic reactions (dates not provided). The allergist was not able to be specific the type of reaction. The product lot number was not provided. At the time of this report the outcome of the pt was unk. Please see (B)(4) for a non-serious case associated with this pt.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.